Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0b3p2, implanted: (B)(6) 2013, product type: lead; product ID 3387s-40, lot# va08ptu, implanted: (B)(6) 2013, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported the cause of the event was high frequency electrical equipment near the patient (eeg monitors, etc.) And it was device related. The patient had contacted their neurologist on (B)(6) 2014. The issue had stopped when they left the hospital. The doctor also reprogrammed their deep brain stimulator (dbs) with no side effects after reprogramming. The patient was doing well and they received effective therapy.

Event description:
It was reported the patient had a shocking/jolting sensation as well as the patient almost blacked out when he turned on his device the morning of the report; the day prior the patient had partial lung removal surgery due to cancer, and was recovering in the intensive care unit (ICU). The patient turned device off immediately upon experiencing the unpleasant symptoms. Impedance testing was performed at the request of the patient¿s microvascular decompression (mvd) neurologists¿ office, and all were within range. Stimulation was reintroduced and the symptoms returned at very low amplitude (0.2v), prompting an immediate device shut off. The patient experienced pain and high levels of discomfort in the head and face when device turned on, as well as less than 50 percent therapy relief. The patient turned his unit off nightly, and that when he turned it on each morning, he experienced a mild, transient tingling sensation. However, when he turned it on the morning of the report, the sensation was very intense and persistent. Additional information received reported the patient had a lobectomy the day before the date of the report and the device was not turned off during the procedure; it was advised that the device could be left on by the patient¿s health care professional (hcp). The patient turned the implant on the date of the report and was having surges that he had not had before. It was noted that the patient typically felt a jolt when he turned his device on every morning but that would pass and he would resume his day. The patient¿s device was set at 2.6v on left and 3.1v on right.

Event description:
Additional information received reported there were no electrodes out of range.